Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The device was not returned for evaluation. Device history records were reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a knee revision due to instability and pain after an unknown period of time post implantation. The tibial bearing was replaced with a larger size.